Event description:
A medtronic representative reported that while in a craniotomy procedure, the site pulled the power cable out too far while moving the treon guidance system. The power cable sparked from the side of the cart. It was indicated that the site was able to use the system for the case by bypassing the power cable. The surgery was completed with the use of the stealthstation treon treatment guidance system. There was no impact to the patient or user.

Manufacturer narrative:
Investigation at the site found that the sparks occurred right before registration when the staff pulled the cart up to the patient without enough slack in the power cable. As a result, the power cord was jerked from inside the stealth and caused an electric arc where it connects to the ups. The sparks were not near the user or the patient, but closer to the user. The site bypassed the power cable with their own power cord. The site was informed that this was not recommended, however they have chosen not to purchase a new power cord replacement at this time.